Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen (concentration unknown) at a dose of 584 mcg/day via an implantable pump. The indication for use was not reported. It was reported that the critical alarm was going off due to motor stalls. The patient attended the clinic on (B)(6) 2019 for pump interrogation and it was found that the first motor stall occurred on (B)(6) 2019 at 13:55. Advice from the device manufacturer was requested by the hcp and a restart was attempted during the pump update. The pump was replaced on (B)(6) 2019. The pump was sent for sterilization, and the hospital would notify the device manufacturer once it was ready for collection. It was reported that the cause of the motor stall was due to ¿probable battery failure ¿ elective replacement indicator (eri) 3 months at time of event.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in response to a request for follow-up. It was reported that the symptoms experienced by the patient started later in the day of the motor stall. The symptoms experienced were leg spasms, which worsened as time went on and particularly when transferring from chair to bed and back again. It was also indicated that the patient noted the audible alarm. The drug being delivered at the time of the event was baclofen(aguttant ltd) at a concentration of 2000mcg/ml and dose of 584.4 mcg/ml. It was further detailed that when the patient visited the pain clinic, they tried to re-start the pump with a very small daily increase and the pump appeared to restart, but it was not considered reliable (per the hcp) as it continued to give the 2 tone alarm. The patient was then admitted for pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.